Manufacturer narrative:
Eval was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported patellar tightening or polyethylene wear; however, provided information suggests depuy non-recommended compatible products were inserted at primary surgery and may be a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address lateral patellar tightening. Poly wear seen on the superior aspect of the patella.